Event description:
The customer reported that the 840 ventilator had a blank screen. No pt involvement. The customer reported to have replaced the backlight pcb. The unit passed extended self-testing. Covidien was not authorized to repair the unit.